Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Following the ccc specialist instructions the customer performed troubleshooting. The customer cleaned salt bridge cap assembly. The customer flushed reagent probe 1 (r1) and wasteline with hot water. The customer then replaced cross tubing and calibrated integrated multi-sensor technology (imt) sensor, which passed. The customer ran quality controls (qc) on levels 1 and 3, resulting out of range for level 3. The customer replaced the imt sensor and reran qc, which were within range. The customer reran the patient samples and obtained the expected results. The cause of the discordant, falsely depressed sodium results on two patient samples is due to faulty imt sensor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on two patient samples on a dimension xpand plus without hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher than initial results but lower than expected results. After performing troubleshooting, the samples were repeated on the same instrument, resulting higher as expected and matching patient history. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.